Event description:
It was reported that during testing, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H3 & h6: investigation results indicate that the bur broke due to issues with the associated pidrive motor 5407300000 (B)(6). The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during testing, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.